Event description:
This is a spontaneous report by a nurse from the USA of peritonitis and gi bleed in an approximately (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient went to the ER and was diagnosed with a gi bleed. On (B)(6) 2010, the patient was hospitalized due to the gi bleed. The cause of the gi bleed was unknown. The patient was recovering and was still hospitalized at the time of this report.

Event description:
This complaint originated as a result of a report received by baxter (B)(4) from (B)(6), dialysis unit. It was reported that the connector of the miniset transfer set (code: r5c4482, batch: unk) was broken and the device could not be connected to the bag or to the iodine cap. One unit was impacted. No patient involved. Sample is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the cassette (h10e29048) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.